Manufacturer narrative:
The reported events were for failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece with a stylet inserted. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could retract and extend. The measured full helix extension length was within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for a helix mechanism issue was due to the helix region being clogged with blood and an over torqued inner coil at the connector region.

Event description:
During initial implant procedure, difficulty extending the helix was experienced on the right ventricular (rv) lead, which resulted in episodes of failure to capture. The rv lead was explanted and replaced to resolve the event. The patient was stable.